Event description:
It was reported that balloon rupture occurred. A 6x200mm ranger drug-coated balloon was advanced for dilation. However, during inflation at 14 atmospheres for about 20 seconds, the balloon ruptured. The procedure was completed with another 6x200mm ranger balloon with success and a good result for the patient.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.